Event description:
It was reported that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 161 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime and compromised force sensor system test, excessive no delivery test and displacement test. No noise during rewind noted. No motor error alarms were noted. The motor was tested outside the device and passed. However, unit received with slightly loose drive support disk. Insulin pump received with cracked case at display window corners, reservoir tube lip, belt clip slot and lcd display window. Insulin pump received with minor scratches on display window.